Manufacturer narrative:
The returned device was evaluated and a kink, as well as damage, were noted on the exposed portion of the soft cannula. It is unclear when the kink and damaged occurred. During the fluid path test, fluid was not able to flow out of the distal tip of the soft cannula due to the damaged portion. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Corrections bolus of 3.9 units were given using the pod but the bg levels did not decrease. The pod was removed, the cannula was noted to be bent and the adhesive pad was wet and bloody. A manual insulin injection of 2 units was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose and insulin history is as follows: time: 5:44 pm, bg (mmol/l): 7.7, (mg/dl): 138.6, bolus (u): 1; 8:17 pm changed pod; 9:18 pm, 15.3, 275.4, 1.5; 10:47 pm, 17.5, 315, 2.4; 12:00 am, 26, 468, 2 manual injection; 12:41 am changed pod.